Event description:
Fmcna received a call on (B)(6) 2013 at 16:47 from patient's rn who said that the patient came (B)(6) 2013 and was found with peritonitis. The patient said that the fluid went backwards from the drain bag to the heater bag and the patient was filled with it. The heater bag was brought to the clinic and it was very cloudy having an orange/milk color and the solution cultures were (B)(6) for (B)(6). The cycler has not been received by the manufacturer as of the date of this writing. Some medical records were provided to the manufacturer for review regarding this reported event. The patient was prescribed cefzolin, route and dose unknown. The patient was not hospitalized. The medical records conclude with the patient's lab results for peritonitis and showed it was resolving. Treatment data sheets for the date of the reported event were not provided for review.

Manufacturer narrative:
Medical records were reviewed by the manufacturer's post-market clinical department staff and physician. The patient has a history of peritonitis which she attributes to the drain bag draining into the heater bag; she also affirms the set up was done correctly. The drain bag hangs lower than the heater bag, and solution does not flow against gravity. This event is being reports as MDR due to the alleged serious injury. A supplemental MDR will be filed upon conclusion of the investigation. Please reference MDR #8030665-2013-00196.